Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 1065 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("retained metal fragment") and embedded device ("essure coils are found, one in each cornu of the left and right fallopian tubes") in an adult female patient who had essure inserted (lot no. C22919) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure placement and endometrial ablation done on same day"). The patient had a medical history of menometrorrhagia, post-traumatic stress disorder, suicidal ideation, paratubal cyst, parity 2, multi gravida, dyspareunia, heavy periods, dysmenorrhea, vaginal discharge, pelvic pain and cesarean section. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced device breakage (seriousness criterion intervention required) and embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy.,abdominal laparoscopy). At the time of the report, the outcome of device breakage was unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: novasure endometrial ablation pr laparoscopy w tot hysterectuterus <=250 gram with tube/ovary,pr cystourethroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: history: status post essure procedure. Technique: the hysterosalpingogram provided fluoroscopy and interpretation of images. Findings: the preliminary radiograph shows essure devices projected over the right and left sides of the sacrum. There is good opacification of the endometrial cavity, which is unremarkable in appearance. The proximal aspect of each of the essure devices is situated 10 to 20 mm from each cornua. No contrast material opacifies either fallopian tube or extravasates into the peritoneal cavity. Study is otherwise unremarkable. Impression: essure devices positioned as above, with the proximal end of each device approximately 10 to 20 mm from each cornua. Distention of the endometrial cavity with contrast material produces no evidence of fallopian tube opacification or free spillage of contrast into the peritoneal cavity [pathology test] on (B)(6) 2018: diagnosis: uterus, cervix, and bilateral fallopian tubes with coils, total laparoscopic hysterectomy and bilateral salpingectomy. Endometrium: atrophy and scarring consistent with prior ablation; myometrium: no significant histopathologic change; cervix: no significant histopathologic change; fallopian tubes: bilateral fimbriated fallopian tubes with no significant histologic abnormalities; essure coils in place bilaterally; right paratubal cyst. Clinical data: clinical history: unspecified. Procedure: total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Specimen: 1) uterus, cervix, bilateral fallopian tubes with essure coils. Gross description: 1) uterus, cervix, bilateral fallopian tubes with coils: specimen received: intact uterus with attached bilateral fallopian tubes. Gross room weight: 102. Fallopian tubes: right: fimbriated patent distal to the essure coil with pinpoint lumen left: most of the fimbria appear amputated, patent distal to the essure coil with pinpoint lumen. Paratubal cysts: simple paratubal cysts measuring 0.6 cm in greatest dimension associated with the right fallopian tube. Other findings: essure coils are found, one in each cornu of the left and right fallopian tubes [ultrasound pelvis] on (B)(6) 2018: findings: the uterus is neutral in position. This limits sonographic evaluation. The uterine dimensions are 6cm in longitudinal dimension, 4.5cm in ap dimension and 5.7cm in transverse dimension. The endometrium is not well delineated. Linear echogenicity is seen in the right cornual region consistent with an essure coil that appears appropriately positioned. Similar echogenicity is seen on the left but is poorly visualized and its location cannot be confirmed with absolute certainty. The right ovarian dimensions are 22mm x 10mm x 11 mm. The left ovarian dimensions are 25mm x 21mm x 12 mm. Both ovaries are visualized and are normal in size and sonographic appearance. Physiologic amount of free fluid is present in the cul-de-sac. Final impression: suboptimal exam due to uterine position. Right essure appears to be in appropriate location. Left appears to be present as well but is less well seen and exact location cannot be determined with certainty. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("retained metal fragment") and embedded device ("essure coils are found, one in each cornu of the left and right fallopian tubes") in a female patient who had essure inserted (lot no. C22919) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure placement and endometrial ablation done on same day"). The patient had a medical history of menometrorrhagia, post-traumatic stress disorder, suicidal ideation, paratubal cyst, parity 2, multi gravida, dyspareunia, heavy periods, dysmenorrhea, vaginal discharge, pelvic pain and cesarean section. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced device breakage (seriousness criterion intervention required) and embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy.,abdominal laparoscopy). At the time of the report, the outcome of device breakage was unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: novasure endometrial ablation pr laparoscopy w tot hysterectuterus <=250 gram with tube/ovary,pr cystourethroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: history: status post essure procedure. Technique: the hysterosalpingogram provided fluoroscopy and interpretation of images. Findings: the preliminary radiograph shows essure devices projected over the right and left sides of the sacrum. There is good opacification of the endometrial cavity, which is unremarkable in appearance. The proximal aspect of each of the essure devices is situated 10 to 20 mm from each cornua. No contrast material opacifies either fallopian tube or extravasates into the peritoneal cavity. Study is otherwise unremarkable. Impression: essure devices positioned as above, with the proximal end of each device approximately 10 to 20 mm from each cornua. Distention of the endometrial cavity with contrast material produces no evidence of fallopian tube opacification or free spillage of contrast into the peritoneal cavity [pathology test] on (B)(6) 2018: diagnosis: uterus, cervix, and bilateral fallopian tubes with coils, total laparoscopic hysterectomy and bilateral salpingectomy. Endometrium: atrophy and scarring consistent with prior ablation; myometrium: no significant histopathologic change; cervix: no significant histopathologic change; fallopian tubes: bilateral fimbriated fallopian tubes with no significant histologic abnormalities; essure coils in place bilaterally; right paratubal cyst. Clinical data: clinical history: unspecified. Procedure: total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy. Specimen: 1) uterus, cervix, bilateral fallopian tubes with essure coils. Gross description: 1) uterus, cervix, bilateral fallopian tubes with coils: specimen received: intact uterus with attached bilateral fallopian tubes. Gross room weight: 102 fallopian tubes: right: fimbriated patent distal to the essure coil with pinpoint lumen left: most of the fimbria appear amputated, patent distal to the essure coil with pinpoint lumen paratubal cysts: simple paratubal cysts measuring 0.6 cm in greatest dimension associated with the right fallopian tube. Other findings: essure coils are found, one in each cornu of the left and right fallopian tubes [ultrasound pelvis] on (B)(6) 2018: findings: the uterus is neutral in position. This limits sonographic evaluation. The uterine dimensions are 6cm in longitudinal dimension, 4.5cm in ap dimension and 5.7cm in transverse dimension. The endometrium is not well delineated. Linear echogenicity is seen in the right cornual region consistent with an essure coil that appears appropriately positioned. Similar echogenicity is seen on the left but is poorly visualized and its location cannot be confirmed with absolute certainty. The right ovarian dimensions are 22mm x 10mm x 11 mm. The left ovarian dimensions are 25mm x 21mm x 12 mm. Both ovaries are visualized and are normal in size and sonographic appearance. Physiologic amount of free fluid is present in the cul-de-sac. Final impression: suboptimal exam due to uterine position. Right essure appears to be in appropriate location. Left appears to be present as well but is less well seen and exact location cannot be determined with certainty. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:device breakage. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical device removal was updated to device breakage.reporters,medical history,lab data,patient information,indication,lot no.,removal date,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 1065 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.